Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt in our quality assurance laboratory. High powered visual examination noted electrocautery marks on the exterior of the device case; no other physical anomalies were noted. Attempts to interrogate the device were unsuccessful. A memory download could not be performed. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was confirmed to be much lower than expected. The low voltage was the reason the device could not be interrogated and why no memory was available for review. Electrical testing identified a high current drain which most likely prematurely depleted the battery. Detailed analysis isolated the high current drain to damage on the mixed mode integrated circuit. The type of damage is consistent with exposure of the device to electrical overstress. Analysis is unable to determine what type of electrical overstress the device was exposed to; however, one possibility is direct exposure of the leads to electrocautery energy.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned from an unknown source. There was no allegation from the field regarding the function of the device and no indication of any patient adverse effects. Testing performed by our post market quality assurance laboratory found a performance anomoly.